Event description:
During the performance of an laparoscopically assisted vaginal hysterectomy the physician experienced a large bleeder. Cutting forceps was being used during the case and was initially functional. Tried to control bleeder with forceps but showed no signs of functioning. Surgeon opted to convert to open surgery to stop the bleeding.